Event description:
It was reported that the patient came to the office for removal of remaining teeth, alveoloplasty, and implant placement for a fixed hybrid. Due to clearance issues with the implant placement, the doctor had to remove the implant and replace it. No impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.